Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of chest pain shortly after the system was implanted. The patient was checked and an echocardiogram revealed a small pericardial effusion. The physician decided to explant the right atrial (ra) lead despite all electrical measurements were normal and there was no evidence of perforation. A new epicardial lead was implanted as replacement. No additional adverse patient effects were reported.